Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low carbon dioxide (co2) results generated by the unicel dxc 800 pro synchron clinical systems for multiple samples. The results were reported out of the lab. When the issue was noted and troubleshooting resolved it, the samples were re-tested and reports amended. Patient results are provided. Treatment was not initiated or withheld based upon the false results reported.

Manufacturer narrative:
Upon investigation, it was discovered that the co2 acid reagent line was pinched and not allowing the reagent to be used. A different reagent (ise reference reagent) had been loaded the day before, and the co2 acid line had become pinched and drawn tight by the ise reference reagent boxes. However, it is unknown why the false results were not generated until the next day. After correcting the pinched line and priming the reagent back through the system, the co2 issue was resolved. The problem was resolved by the customer, but a field service engineer (fse) was dispatched to evaluate the instrument. The fse performed the ise verification and results passed all specifications.